Event description:
A malfunction alarm occurred without any notable events prior, and there was no adverse impact on the customer's blood glucose level. The issue involved a malfunction code that was not resettable, and tandem technical support arranged for a pump replacement. The customer, who has the pump under warranty, was instructed to switch to multiple daily injections as a backup insulin therapy. Additionally, the customer was advised on how to put the pump into storage mode and to return the problematic device using a pre-paid label within 10 days, which they understood and acknowledged.